Event description:
It was reported that the high flow insufflation unit did not produce a display on the panel and sounded an alarm during setup for an unspecified diagnostic procedure. The device was exchanged, the procedure was completed with a delay, and therefore were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e03 (tubing pressure sensor abnormality) and printed circuit board failure. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: cr board failure is thought to have contributed to the occurrence of the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.